Event description:
It was reported that the patient had a fast heart rate, but the system did not provide therapy. The patient became dizzy and passed out. Technical services reviewed a stored untreated episode from the device. During the episode, the patient's rate went above and below the programmed therapy rate. There were "s" markers under some of the complexes on the electrogram. The doctor stated that some of the atrial fibrillation episodes were not recorded, as well. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.